Event description:
A report was received via social media that a non confirmed patient was experiencing permanent nerve damage, more pain and weakness on the left side due to spinal cord stimulator (scs) system. It was noted that the patient could no longer work. No further information could be obtained.